Event description:
It was reported that a malfunction with the pump occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy while a replacement pump was provided. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it using a pre-paid label. The customer understood and acknowledged these instructions.